Event description:
It was reported that during follow up, high pacing lead impedance and an increase in threshold were observed. Lead fracture was suspected. During lead extraction, an unspecified complication occurred and the patient expired. No further information is available.

Event description:
It was reported that during follow up, high pacing lead impedance and an increase in threshold were observed. Lead fracture was suspected. During lead extraction, an unspecified complication occurred and the patient expired. No further information is available at this time.

Manufacturer narrative:
A partial lead with the lead tip measuring 48.5cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the lead tip measuring 48.5cm was returned for analysis. The portion of the lead that was returned was normal.